Manufacturer narrative:
The lead is not expected to be returned for analysis, as it was contaminated.

Event description:
It was reported that one month post implant, the right ventricular (rv) lead exhibited increased threshold measurements and decreased sensing. An x-ray was taken which showed the lead had dislodged. A revision procedure was performed where the lead was explanted and successfully replaced. The lead is not expected to be returned for analysis, as it was contaminated. No additional adverse effects were reported.